Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy.